Event description:
It was reported that the insulation on the unit has been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. It was reported that a quantity of 3 units were implicated in the event. Please reference medwatch report numbers: 2936485-2011-01002 and 2936485-2011-01003.